Event description:
A 77 year old white gravida 2, para 2 female; status post bilateral subglandular inframammary gel placed for augmentation, approx 22 yrs ago. Pt was told by her md she had a left rupture. Pt presents without complaint of decreased size, breast pain, or change in shape/texture. Per pt, implants have always been hard, and there is no history of trauma. Pt has had systemic symptoms for years, to include: arthralgias (positive am stiffness), paresthesias (right greater than left), fatigue, sleep disturbances, memory loss, rashes, sensitivity to sun, shortness of breath, increasing chest pain, and sciatica. Pt is otherwise healthy.